Event description:
As reported on (B)(6) 2014, a pt of unk gender and age presented for an microwave procedure of the lung. When the treating physician withdrew the probe to reposition, it was noted the tip of the applicator had fractured off inside of the pt. The fractured tip was successfully removed from the pt. There was no report of permanent harm or injury to the pt due to the event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specs. Complaint # (B)(4).